Manufacturer narrative:
The following other devices were also listed in this report: triathlon cr fem comp #7 r-cem; cat# 5510f702; lot# efant; triathlon prim cem fxd bplt #7; cat# 5520b700; lot# edkdy; triathlon asymmetric x3 patella; cat# 5551-g-350; lot# 2111. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that patient had right knee revision due to infection and had cement spacer put in.

Manufacturer narrative:
An event regarding infection involving a triathlon cs insert was reported. The event was not confirmed. Method & results: device evaluation and results: visual, dimensional, material analysis, functional inspections were not performed as items were not returned. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: in this case no correlation between any specific device property and infection can be established. Patient had mainly bad luck to belong to the small percent category of infectious arthroplasty complications. As such, this pi case is caused by a mix of adverse possibly patient-related and certainly procedure-related factors. There are no device-related factors active in this case and this second pi is not device-related. Device history review: indicated all devices accepted into final stock met specifications. Complaint history review: there have been no other events for the lot or sterile lot referenced. Conclusions: the exact root cause of the event could not be determined due to insufficient provision of information. Further information such as: return of reported devices, pre- operative x-rays and the revision operative report, as well as patient history, follow up notes and pathology reports are needed to complete the investigation to determine root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient had right knee revision due to infection and had cement spacer put in.

Manufacturer narrative:
An event regarding infection involving a triathlon cs insert was reported. The event was not confirmed. Method & results: -device evaluation and results: visual, dimensional, material analysis, functional inspections were not performed as items were not returned. -medical records received and evaluation: not performed as medical records were not received. -device history review: indicated all devices accepted into final stock met specifications. -complaint history review: there have been no other events for the lot or sterile lot referenced conclusions: the exact root cause of the event could not be determined due to insufficient provision of information. Further information such as: return of reported devices; x-rays; operative reports as well as patient history, follow up notes and pathology reports are needed to complete the investigation to determine root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
It was reported that patient had right knee revision due to infection and had cement spacer put in.